Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk, implant date: unk, explant date: unk, this product is manufactured in (B)(6) but not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm13.2 implantable collamer lens, -08.00 diopter into the patients right eye (od). The lens was reported as low vaulting and refractive change overtime. The lens remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Additional information: b5: the reporter stated "the patient cancelled all appointments. He do not want an exchange anymore. The patient is difficult to read." Claim# (B)(4).